Manufacturer narrative:
The technician found the CPR linkage was too tight allowing the head to drift. The technician adjusted the linkage to repair the bed.

Event description:
Info rec'd indicates the head of the bed is drifting down.